Manufacturer narrative:
The electrodes were checked for any issues with the insulation quality at the contract manufacturer end. Moreover, same lot at the manufacturer end were tested at the peak power setting to detect any insulation breakdown. No defect was detected at the manufacturing end. There seems to be possibility of device being used at very high voltages or consistantly, builting excessive heat at the distil part of the insulated shaft. Furthermore, device history records were also checked by the contract manufacturer for any production related issues which showed no abnormality in the manufacturing process. Contract manufacturer has been asked to increase the insulation thickness at the distal end where the shaft meets the tip. This will allow better resistance and insulation safety if the device is used at any peak setting. There have been no complaints received in the past or recently about this product or same issue from any other user facilities. The complaint is from one user facility and no issues in the manufacturing or quality control are detected. To enhace the safety feature of the device, we have increased the insulation thickness at the distal end so that the insulation is same throughout the electrode safety.

Event description:
A hospital had three malfunctions occured in a week. The first one occurred, where the coating on the end melted off and we had to suction out small blue balls. The second instance occurred two days later, where the black coating peeled back off the hook. The third instance occurred today [four days after the 2nd event], where the black coating peeled off the l-hook wire electrode while the surgeon was using it.